Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the issue with the lamp were caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii xenon light source, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the power supply unit failed. This report is being submitted for the event found during evaluation. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus and the spare lamp was working intermittently. This complaint is most likely the result of a faulty power supply unit. During testing and inspection, the following was also found: the top cover was deformed, the bottom chassis rusted, and auto brightness not working due to a faulty main board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.